Manufacturer narrative:
Product ID 3093-33, lot# v973942, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since yesterday whenever the patient would move, she was experiencing pain in the area that surrounds the lead. When she looked around the area, it was not red; it was red where the battery was because of the stitches. The patient stated it was healed back there, felt like a little ball and thought that was where it closed up, and it was not there before. It just did not feel right and when the nurse called her back the nurse practitioner was gone for the day and would give an update to the hcp (health care professional) tomorrow. The patient did have a toddler, but had not been picking him up. It was noted that the patient was on program 2 at 2.0 volts and the device was on. Since she got the implant, the patient was going more and thought she should turn it up, but didn¿t want to mess with it because it seemed complicated. The patient adjusted stimulation up to 2.3 volts and could feel it then turned it back down to 2.2 volts and then back up to 2.3 volts. During the trial she used between 1-2 volts and sometimes didn't leak, maybe once a day, and could make it all the way home, but with the permanent implant the patient was back to leaking 2-3 times a day and was still wearing pads. The patient was having difficulty operating the programmer due to its complexity. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.